Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. The device was returned. A supplemental report will submitted upon completion of evaluation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Functional testing was performed and the device passed all relevant testing. A pairing test was performed and passed. Loss of connection was observed within the data logs. The reported customer complaint was confirmed. The probable cause was the transmitter and app were unable to establish a connection.